Manufacturer narrative:
The associated genesis ii ps hi flexion insert was not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. A clinical evaluation performed in this investigation concluded that based on the available information, the root cause for this patient¿s pain and the instability of her knee cannot be concluded but were likely related to the loosened tibial base plate. The current status of the patient has not been provided at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgical intervention was performed due to pain and instability. Surgeon opened knee, removed poly and punched the tibia to check how well fixed. Baseplate was loose and easily removed with no cement attached.